Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 3:54pm. The total daily dose of insulin added up and reflected the programmed basal rate target. There was evidence of active temp basal use observed in the pump history. The prime steps were performed correctly and the pump reflected 24 units after a 24 hour test on a 1u/hr basal program. The pump's basal features were found to be functioning properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. Reportedly, the temporary basal setting that the user had "used for years" for exercising was not working. It was noted that the user was experiencing low bgs during exercise. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.